Event description:
It was reported that the colonovideoscope had a communication problem. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel mount and connecting tube has corrosion a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, the most probable cause for additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.